Event description:
It was reported that the patient with this right ventricular (rv) lead experienced tiredness and shortness of breath. During a device check, high capture thresholds and loss of capture (loc) were observed on this lead. A lead revision was performed and a dislodgement was confirmed under fluoroscopy during the procedure. The lead was repositioned. No additional adverse patient effects were reported. At this time, this lead remains in service.